Event description:
Customer reported via phone call that she experienced sensor reading discrepancies and issues with the transmitter. Customer stated that the issues started around the end of january. Blood glucose value at the time was possibly below 50 mg/dl. Customer stated that she expects to have low blood glucose since there are times that she takes insulin and does not get to eat what she planned. Customer reported that the night prior to calling the sensor kept reading low for several hours. Sensor read 56 and 62 mg/dl and the insulin pump suspended. Current sensor glucose was 86 mg/dl and blood glucose was 119 mg/dl. Customer stated that none of the sensors were bent. Troubleshooting was performed and customer was advised on best calibration and connection practices. The sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.